Event description:
Patient reported obtaining back-to-back blood glucose results of 400 mg/dl and 150 mg/dl on the aviva system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Aviva system: meter, strip lot 300228 with expiration date 09/31/2007.

Manufacturer narrative:
The aviva test strips are the suspect device.